Event description:
The following information was provided: the sales rep reported that: "on friday afternoon, dr. Removed an abgii rod from a patient who had severe wear on the neck. Unfortunately, the material was discarded and cannot be returned for analysis."